Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
The pump passed the delivery accuracy test and motor test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced high blood glucose. Customer's blood glucose was 400 mg/dl at the time of incident. Customer stated they have treated their blood glucose with the insulin pump. It was also found the customer had a motor error alarm in the alarm history. The customer also reported a motor error alarm occurred during a high pressure test. The customer stated they were able to complete the rewind sequence on the insulin pump. Customer also reported experiencing low blood glucose between 30 mg/dl and 55 mg/dl. Customer would treat their blood glucose with food. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.